Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced symptoms described as "blurry vision", "thrown up", a loss of consciousness and was taken to an emergency room where they were given IV shots, juice, and a sandwich as treatment by a healthcare professional due to their glucose rate results of 55mg/dl, which was obtained on an hcp meter. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display message was reported with the adc device. A "connected to pc" message displayed when the device was not connected to a computer, and customer was unable to obtain readings. As a result, customer experienced symptoms described as "blurry vision", "thrown up", a loss of consciousness and was taken to an emergency room where they were given IV shots, juice, and a sandwich as treatment by a healthcare professional due to their glucose rate results of 55mg/dl, which was obtained on an hcp meter. No further information was provided. There was no report of death or permanent impairment associated with this event.